Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was previously placed in a male pt in 2009 in another hospital. According to the complainant, nutrition backflow was noted and the bumper was buried into the epithelium. Info provided indicates that the mucous membrane which covered the button was pushed aside with forceps. The device was removed from the stoma and replaced with a different device (brand name not identified). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.